Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was reported that the device was in use during a clinical diagnostic procedure. The procedure was delayed but was completed after the device was restarted. No patient harm was reported. Philips contacted the customer and confirmed that the customer repaired the device with a third party; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation performed by third party; no further information was provided despite request.

Event description:
It was reported to philips that the c arm could not be moved. Restart did not resolve the issue. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was reported that the device was in use during a clinical diagnostic procedure. The procedure was delayed but was completed after the device was restarted. No patient harm was reported. Philips contacted the customer and confirmed that the customer repaired the device with a third party; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. The product UDI, reporting address line 1 and the reporting address city have been updated.